Event description:
It was reported that the patient presented with a long history of low back pain. On (B)(6) 2006 the patient presented with spondylolisthesis of l5 on s1, moderately severe bilateral neuroforaminal stenosis (greater on left than right). The patient underwent l5-s1 360 fusion using stryker posterior instrumentation and rhbmp-2/acs. Bmp was ¿placed deep within the interbody space¿. (B)(6) 2006: pt states he is 100% better post-surgery; still has some residual numbness bilateral aspect of bilateral thighs, walking 5-6 hours per day, lost 20 pounds since (B)(6); hardware intact, interbody graft appears to be in good position. (B)(6) 2006: doing well, back at work part time, reports falling in recent snow storm landing directly on buttocks, wears lumbar support corset while at work only, allowing pt to return to work full time as of this date. (B)(6) 2008-discogram reveals annular tear at l4-5, lumbar x-rays reveal grade 1 spondylolisthesis at l4-5. (B)(6) 2008: neuro follow up: pt states he did improve after surgery but has since developed progressive lbp, extensive trials of interventional therapy, numbness along the lateral aspects of both thighs, currently pursuing disability due to his inability to work secondary to the pain. (B)(6) 2008: MRI lumbar spine-bilateral pars defects present with 2-3mm grade 1 spondylolisthesis, foraminal narrowing due to the pars defect and grade 1 spondylolisthesis, without evidence of l5 nerve root impingement, no central canal stenosis, mild degenerative disease with an equivocal left lateral l3-4 disc protrusion, does not produce significant stenosis. On (B)(6) 2008 it was noted that pt has had 2 recent falls. (B)(6) 2010-fell and hurt left hand, leg numbness bilaterally to mid-calf, constant dull knife-like pain in lowest lumbar area, left lower leg rash, brief suicidal ideation thoughts. (B)(6) 2010-awoke screaming in pain recently, uses cane to walk, fell (B)(6) 2010. (B)(6) 2011-fell this am, dizziness, falls at least once daily when getting out of bed or chair, has 3 canes and a walker but does not use them; says he has no libido or erections since back surgery in 2006. (B)(6) 2011-feels stressed out and angry. (B)(6) 2012-back pain, obesity, depression, psg reveals severe sleep apnea, hypothyroidism, hypogonadism, obesity, hypoventilation syndrome, ventral hernia, fatigue, disability. (B)(6) 2011-increasing back pain despite morphine and oxycodone, suspect opiate tolerance. (B)(6) 2011-back pain worse, fall 3 weeks ago, memory worse, right shoulder pain. (B)(6) 2011-headaches, no improvement in back pain, started on home o2 (nocturnal) in (B)(6) 2011 but documented hypoxia goes back at least to (B)(6) 2011. (B)(6) 2011-worse since (B)(6) 2011, bilateral lower leg numbness and tingling since back surgery, umbilical hernia, chronic pain syndrome, hypothyroidism. (B)(6) 2011-depression. (B)(6) 2011-increased back pain since falling 1 week ago. (B)(6) 2012-chronic pain syndrome, not using CPAP, hand tremor. (B)(6) 2012-falling, continued back pain. (B)(6) 2011-increasing back pain despite morphine and prn oxycodone, depression worse. (B)(6) 2011-minimal improvement in back pain with increase in morphine, also taking oxycodone. (B)(6) 2013-approved for fee-based bariatric surgery, daytime somnolence, increased pain with arrival of colder weather.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.